Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 40 cm diameter thoracic aortic dissection. There was mild access and aortic tortuosity. It was reported that the left subclavian artery was intentionally covered and a carotid to subclavian bypass was performed. The left and right iliac arteries and the left renal artery were all stented. It was also noted that there was false lumen flow observed on the final angiogram. A CT scan also showed profusion of the false lumen through a pre-existing tear. A follow up CT noted that the stented segment of the aorta was partially thrombosis; however, a follow up CT scan reported that the stented segment was patent. No intervention addressing the thrombus in the stented segment was reported. A follow up CT scan reported that the aortic segment between the celiac trunk and the aortic bifurcation was partially thrombosed. A follow up CT scan reported that the aortic segment between the distal end of the stent graft and the ostium of the celiac trunk was partially thrombosed. It was also reported that there was a 6mm expansion in the total aortic vessel diameter over the 4 years since the first follow up one month after implant. In this case the false lumen in the stented portion of the aorta was patent, and that is not the desired condition. The reason for the continued patency of the false lumen is presumably the pre-existing tear that has been present since the discharge imaging. It was later reported that the false lumen perfusion did not extend into the area treated with the stent graft. The thrombus seen outside of the stent graft did not disrupt blood flow. The thrombus was not related to the device or procedure. Per the investigator, the thrombus was caused by procedure success. The vessel expansion was due to time. No clinical sequelae were reported and the patient is fine.